Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. Clinical review of the reported event attributed the cause for the issue to be use error. Review of the event record download showed that the device switched from advisory to manual mode and the charged energy was dumped after the first and second analysis. The device switches from the advisory to manual mode and removes the charged energy when a device operator pushes the advisory button instead of the shock button. (B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. Clinical review of the reported event attributed the cause for the issue to be use error. The patient event record indicates that the advisory button, charge button or energy select button was pressed after the defibrillator was charged or while it was charging during the first two attempts to administer a shock to the patient. The device switches from advisory to manual mode and will remove the charged energy if the device operator pushes either the advisory, charge or energy select button instead of the shock button after the defibrillator is charged or while it is charging energy.

Event description:
It was reported that the device spontaneously dumped charged energy twice during a patient event. The patient was witnessed to collapse by a family member and the ambulance crew arrived within seven minutes. The device was used in advisory mode and reached a shock advised decision for a patient in ventricular fibrillation twice but the energy was not delivered. On the third analysis, a 360j defibrillation shock was successfully delivered to the patient. Subsequent six ECG analyses reached a no shock advised decision. The patient did not survive the event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. Clinical review of the reported event attributed the cause for the issue to be use error. Review of the event record download showed that the device switched from advisory to manual mode and the charged energy was dumped after the first and second analysis. The device switches from the advisory to manual mode and removes the charged energy when a device operator pushes the advisory button instead of the shock button.